Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a sudden loss of momentum of the tip-up fenestrated grasper instrument, complete rupture of the instrument tip and off-axis dislocation was found, the customer removed the instrument and the port, then off patient removal of the port. The instrument was used for standard tissue manipulation. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the tip-up fenestrated grasper instrument proximal clevis has been dislodged from the main tube. The potential root cause is typically attributed to overloading the instrument tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was found completely detached from the main tube. Additional related observation: the instrument was found to have a broken main tube approximately at the distal tip. A piece measuring proximately 6.40 mm x 9.50 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.